Event description:
Initially, it was reported that the physician needed a programming system to check the patient's device. It was later reported that the patient's condition is deteriorating and that the patient, due to his breakthrough seizures, can no longer get out of bed. It was reported that the patient was not hospitalized for seizures, but has recently been transferred to another hospital. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was recently hospitalized. The hospitalization was unrelated to vns and the patient¿s device was working well. The patient¿s issues were due to other surgeries and had nothing to do with vns.